Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet bionic pancreas with a freestyle libre 3 plus cgm, with the lowest cgm reading of 54 mg/dl that resolved to 85 mg/dl after approximately 25 minutes following treatment with oral glucose tablets; the user does not meal announce and requested discussion of potential pump setting adjustments, including consideration of a secondary overnight target. Symptoms included hypoglycemia requiring self-treatment with oral glucose. Outcomes included temporary interruption of sleep and self-management of low glucose without emergency care or hospitalization. Investigation included review of usage and event details with user education and troubleshooting, and referral for clinical review of nighttime patterns and potential therapy adjustments. Investigation of this case revealed no device alarms and an unclear etiology for nocturnal lows, with contributing factors under evaluation such as lack of meal announcements and need for overnight target optimization; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.